Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, distal pulses were absent bilaterally via doppler. Distal lower extremity (le) found to be mottled. According to the physician, the patient¿s condition and history of peripheral arterial disease (pad) could have contributed to the ischemia. The patient continued to deteriorate leading to multisystem organ failure. The patient¿s family signed a do not resuscitate. The patient expired on support with four vasopressors/inotropes and ventilator support. Escalation to an impella 5.5 or rp was not available at the facility, and patient transfer was not an option due to the patient¿s critical condition.

Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21497: e4 should have been left blank. G1 reporting contact fax number missing.